Manufacturer narrative:
Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer declined troubleshooting with tandem technical support, therefore no additional information was received. However, the customer reported using apidra brand insulin. Tandem technical support informed customer that apidra brand insulin is off label per the tandem user guide. There was no reported adverse impact to the customer¿s blood glucose level.